Event description:
It was reported that a shaft break occurred. A 6f guidezilla guide extension catheter was selected for use. During unpacking, when the technician tried to remove the guidezilla from the hoop, the green end of the shaft broke off before it went into the patient's body. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. The device was returned within the shipping hoop. At the manifold there was a separation of the manifold to the strain relief. The most proximal end of the hypotube was exposed and slightly bent due to the separation. There was blood present in the shaft of the device. There was no evidence of the manifold being bent prior to separation as the plastic would indicate white marks if this were a stress fracture or break. The scrape marks on the exposed hypotube at the break site indicate the manifold was likely cut. No other damages or irregularities were found to the device.

Event description:
It was reported that a shaft break occurred. A 6f guidezilla guide extension catheter was selected for use. During unpacking, when the technician tried to remove the guidezilla from the hoop, the green end of the shaft broke off before it went into the patient's body. The procedure was completed with another of same device. No patient complications were reported.